Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Event date is an approximation. On the same day, it was reported that the patient experienced skin reactions with four consecutive sensors, and this record captures the fourth sensor event (which is sae). The sensor had been inserted in the back of the upper right arm adjacent to the second sensor. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced itching and a burning sensation on the skin under the sensor patch, yet he continued to wear the sensor until the report date, (B)(6) 2025. After taking off the sensor, he observed moisture (likely indicating maceration), redness, and rashes throughout the entire patch area. In contrast to the prior three localized skin reactions, he later experienced rashes, bumps, and blisters beneath the sensor patch, which then extended to his forearm, back, thighs, and left ankle. There is no documentation of anaphlaxis symptoms. On (B)(6) 2025, the patient consulted a dermatologist who examined the areas, diagnosed the patient with contact dermatitis, and prescribed an unspecified topical cream. The patient could not give the medication details, but he verified that he had not begun the treatment. At the time of the report, the burning sensation had diminished, but there were "still small bumps or blisters" at the sensor patch area and in the other areas of the body that were referenced. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.